Event description:
Extreme swelling in injected knee [joint swelling]. Extreme pain in injected knee [arthralgia]. Case description: spontaneous report was received on (B)(6) 2013 from a physician regarding a female pt (age not provided), initials unk. The pt's medical history was significant for previous use of synvisc one injection. On (B)(6) 2013 (in morning around 10:00 am), the pt received synvisc one (hylan g-f 20) injection (route of administration and dosage regimen not provided) into the knee (unspecified). The pt experienced extreme pain and swelling in the injected knee and he went to the ER at midnight. The physician performed ultrasound and there was no issue with injection site. The action taken with synvisc one treatment was not provided. The outcome for the events of "extreme pain in injected knee" was not provided. Concomitant medications were not provided. The intensity for both the events was not provided. The reporting physician did not provide the relationship between synvisc one and both the events.

Manufacturer narrative:
MFR's comment: the benefit risk relationship of synvisc-one is not affected by this report.